Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported through company representative "capsular contracture baker grade unknown" and "ptosis". Patient later reported "wrinkle or abnormality on the breast was first detected, later confirmed that the implant was defective". This record is for the left side. The device was explanted.